Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. On 05/10/2017 a medtronic representative, following-up at the site, confirmed the articulating arm was replaced, the original articulating arm was loose and would not properly tighten. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, their navigation system articulating arm joint could not be fixed and thus did not operate properly. No further details regarding the damage, or how it occurred, were provided. A second articulating arm was brought in to be used to continue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.